Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an unusable battery in bay 1. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that while setting up to get ready for patient use, the cardiosave intra-aortic balloon pump (iabp) initially the pump worked on it's battery when we took it out of it's cart. We attached the inverter & plugged it into the wall still no problem. Then we turned the inverter off & the pump failed to switch to use the battery that was in situ & the system completely lost power & shut down. It gave the message "unusable battery in bay 1, no back battery detected."  We reattached to the inverter power supply.

Event description:
It was reported that during set up, the cardiosave intra-aortic balloon pump (iabp) unit had an unusable battery in bay 1.